Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data:b5, d6b, h6.

Manufacturer narrative:
Additional, corrected and/or changed data: b.3, b.5, b.6, d.1, d.2a, d.2b, d.4, d.6a, d.9, g.1, g.2, g.4, h.3, h.6.

Event description:
Patient reported "rupture" and "deformity ('waves' - creasing)". This record is for the right side. Device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: not observed. Crease/folding of implant: observed creases on device. As per the investigation procedure observed deformation and wear abrasion completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported "rupture" and "deformity ('waves': creasing)". Healthcare professional later reported "implant is intact" this record is for the right side. Device has been explanted and replaced with another manufacturer's device. This record is no longer reportable to the FDA and will be unreported.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, crease/folding of implant.

Event description:
Patient reported right side "rupture" and "deformity ('waves'-creasing)". Device remains implanted.